Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2018. Philips fse (field service engineer) confirmed reported issue. The fse replaced the power supply. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported the ventilator is not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.